Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced twelve events of infusion set tubing detached from connector on (B)(6) 2024. The infusion sets had been used for two days. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 5 of 12.